Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Correct phone number not provided.

Event description:
The customer reported a depleted battery. There was no reported patient involvement.